Event description:
During the stent assisted coil embolization of a left paraclinoid/ophthalmic artery aneurysm, twelve coils had been successfully implanted. Following the detachment of the subject device, a portion was noted to be protruding into the parent vessel. Angiography prior to the coil detachment did not reveal any protrusion of the device. The physician pushed this portion of the device was back into the neck of the aneurysm. There was no reported clinical consequence to the patient.

Manufacturer narrative:
(B) (4) - for coil protrusion.